Event description:
Customer reported via phone, the insulin pump kept alarming low battery and then turns off. Customer stated, she cleaned it and the device continues to alarm weak battery. Customer doesn't recall blood glucose level. Troubleshooting was performed for weak battery and blank display. Customer doesn't use recommended battery type. The device has no physical damage; it wasn't dropped, bumped, or exposed to moisture. Customer stated, the spring was corroded. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.